Event description:
Customer reported a malfunction alarm, specifically alarm 20, during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was unable to load a cartridge and resume insulin therapy, as the cartridge alarm recurred. Consequently, a replacement pump was provided, and instructions for proper transport were given. Customer reverted to an alternate pump for insulin therapy.